Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that when the surgeon tried to lip the cystic duct, the clip did not come out of the applier as it should, but above the jaw, which made it impossible to clip the structure and the clip fell off laterally. The same thing happened with all er320's out of the same box.